Manufacturer narrative:
Corrected: (outcome was never life threatening). Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c6tr01 crt-p, implanted (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient experienced phrenic and diaphragmatic nerve stimulation from the left ventricular (lv) lead. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.